Event description:
It was reported that upon interrogation, the pulse generator exhibited over sensing on the ventricular channel. The device was reprogrammed. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).